Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed two openings through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture. This record is for the left side. The device was explanted and replaced by a non-abbvie device. The device was returned.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Clarification d.6a: only year of 2013 provided for implant date. Implant date updated to (B)(6) 2025 as this is the first default date possible after device manufacturing date. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for the left side. The device was explanted and replaced by a non-abbvie device. The device will be returned.